Manufacturer narrative:
After battery installation, the unit powered up with a blank display. After further examination of the unit's interior, there were signs of previous moisture presence and corrosion on pcba1 especially around the j7 battery connector. As a matter of fact, this connector completely broke away from the board. Unable to perform the displacement test due to the blank display. Unit received with a crack on the battery tube. Also the s/n label located between the belt clip rails has rubbed off and become illegible, and the display window cover is missing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.